Event description:
The customer reported that while the iabp was in use on a patient, the iabp stopped pumping, and an optical module failure was generated. The patient was switched to another iabp and therapy was continued. No patient injury was reported

Manufacturer narrative:
The company representative replaced the fiber optic module (part number 0997-00-1161). The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).